Event description:
Additional information was received as follows: in order to shorten the stent graft, the physician pushed the stent graft up during deployment. The proximal portion of the stent graft was deployed using angiography and the remainder of the stent graft was deployed with the use of the trigger without the use of angiography.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (inaccurate stent graft delivery, arterial occlusion); incorrect technique/procedure (distal end of the stent graft was deployed prior to anchoring the proximal end). Conclusion: user error contributed to event (distal end of the stent graft was deployed prior to anchoring the proximal end).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 44 mm diameter abdominal aortic aneurysm. The aortic neck was 24 mm in diameter, 10 mm in length and had 30 degree angulation. The left common iliac artery was 17 mm in diameter and the right common iliac artery was 16 mm in diameter. The right external iliac artery measured 10 mm in diameter and the left external iliac artery measured 9 mm in diameter. It was reported that the supra renal stents of the endurant bifurcated stent graft 2820145 were deployed to the level of the graft after only marking on the proximal end after which the slider was pulled to deploy the remainder of the stent graft without angiography. This led to occlusion of the right internal iliac artery. The patient will be monitored. No additional clinical sequelae were reported.